Event description:
Steelcore wire that was using during the case failed twice. One time the wire sheared and was removed from the body safely and intact and a new one was used. The second wire was then placed into the body and during delivery of the cardiomems device the wire fractured in the body but remained intact and was able to be removed safely. We then used a platinum plus wire and had no issues and were able to complete the cardiomems. Reference report: mw5152026.